Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout and was found to be fully functional. The main power fuse was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 (B)(4) (rep): medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was no power to the mobile viewing station. The no line in power light was on. The representative had him check the blown fuse light and one fuse was confirmed. There was no patient present.